Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) detected a batter error, which requires repair or replacement. At this time it is unknown under which circumstances this event occurred; however there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6(type of investigation, investigation findings, investigation conclusion). Corrected fields: h6 (health effect ¿ clinical code). Additional information: e1(event site telephone: (B)(6) & e3 is unknown). It was reported that, the cardiosave intra-aortic balloon pump (iabp) detected a battery error, which requires repair or replacement. At this time it is unknown under which circumstances this event occurred; however there was no adverse event reported. Getinge field service engineer (fse) confirmed the failure. He troubleshooted the issue and found problem in power management board. It was resolved by replacing excecutive pcba power management board ((B)(6)). Performed a full preventive maintenance check with calibrations. Unit has passed all test and calibrations and is now ready for clinical use.